Event description:
It was reported that about two weeks after implant, it was observed that the left ventricular (lv) lead had dislodged. It was noted that the initial implanting operation was not smooth. Only one vessel branch was available to implant the lead. The physician noted that the lead did not match with the vessel and this caused the dislodgement. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.